Event description:
Customer reported an increase in higher rlus for negative sars-cov-2 tma samples. Rlus for negatives were around 380-390 when they normally are below 300. Hologic technical support (ts) reviewed wl 02349-20210128-02 using assay lot 286560 as part of a general log review for this instrument. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed some negatives with elevated rlus and/or low positive samples; they could not determine if there was any inhibition or positive contamination. The wl in question had a low positive control (845 rlus) and some negative samples with rlus in the 500s. Hologic product applications specialist (pas) reviewed logs and found no issues with negative sample rlus as they were within specifications; there was likely sample handling issues or lot-to-lot variability. Ts provided customer with pas's findings. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.